Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment, which could not be resolved. Rinseback was not performed per facility protocol, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to operator error. The operator did not correctly follow user's guide instructions for air alarm recovery. Facility staff instructed the operator to discontinue treatment without performing rinseback. The exact cause of the air alarm is unk. Proper procedures for air alarm recovery were reviewed with the operator. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.